Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an inappropriate shock due to noise over-sensing on the right ventricular (rv) lead. When the patient was taken for a lead revision, it was noted that there was an insulation breach under the rv suture sleeve. Additionally, the lead exhibited varying pacing impedance. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.